Event description:
It was reported patient with piccline, where the attachment to the catheter is broken, there was a risk that the tube had gone out. The attachment to the statlock was the part of the hard plastic completely released from the dressing that was taped to the skin. The hose had no stop, the safety mechanism was broken. Occurred during use. Additional information received 8/15/2023: no patient impact/harm. Device not in contact with chemotherapy or medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient with piccline, where the attachment to the catheter is broken, there was a risk that the tube had gone out. The attachment to the statlock was the part of the hard plastic completely released from the dressing that was taped to the skin. The hose had no stop, the safety mechanism was broken. Occurred during use.